Event description:
The patient was having an esophagogastroduodenoscopy with pneumatic balloon dilation for achalasia using the bard spring tip guidewire. General anesthesia was used due to the patient's medical condition. The very experienced gastrointestinal physician performed the procedure without difficulty and afterwards they did the post procedure x-ray. It was noted that the tip of the wire had broken off and was in the patient's stomach. The tip was retreived under fluoroscopy by the physician.